Manufacturer narrative:
(B)(4). The reported field event of a p-wave sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the p-wave sensing anomaly could not be determined. (B)(4).

Event description:
It was reported that low, out of range p wave measurements were observed during implant. Device was exchanged however out of range measurements were still observed. Atrial lead was removed, replaced and connected to the new device after which normal p wave sensing measurements were observed. Patient was stable post-procedure.